Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation reveals that the pin on the distal end of the inserter shaft is bent. The anchor is separated from the inserter and the ethibond suture is broken as reported. This complaint can be confirmed. However, the damage observed on the inserter shaft is consistent with applying excessive force while inserting the anchor beyond its intended use causing it to bend and suture to snap. This failure can be attributed to user technique error. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
Our affiliate reported after he pushed the anchor into the bone the suture was broken. The procedure was completed with same like product.